Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to got to the emergency room (ER) due to high blood glucose levels reaching 551 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off from the infusion site (abdomen), causing the cannula to dislodge. At the hospital, the patient was treated with insulin. The patient was at the hospital for a few hours until blood glucose levels returned to normal range. The pod was discarded.